Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was over-sensing noise which led to inappropriate automatic mode (ams) switch episodes, and the right ventricular (rv) was sensing noise. The physician suspected the electrical anomalies noted on the ra lead was due to a lead fracture. Additionally, it was noted that the patient presented in clinic again for isometric testing, and the noise on the right ventricular (rv) lead was reproducible. It was also noted that the patient received an inappropriate shock due to this. The patient was asymptomatic. Further information was requested but not received.